Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_992 - valved grafts pas. Pl5215 - 131 (r740569201). It was reported that on (B)(6) 2023, a 23mm master series,vavgj was implanted in a patient. On (B)(6) 2023, the patient had increase of leukocytosis and was treated with antibiotics. The patient is stable.

Manufacturer narrative:
An event of leukocytosis was reported. The patient's history included sars-cov-2 vaccination, hypercholesterolemia, hypertension, non-ischemic cardiomyopathy. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.